Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up monitor) was investigated. Upon investigation, the battery was able to power a monitor but was unable to recharge. The battery had an output voltage of only 7.88v. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery was unable to power up a monitor.